Manufacturer narrative:
It was reported that there was an arterial pressure reading problem due to the hls cable. The failure occurred during preventive maintenance. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As the affected connection cable for disposables was already scrapped and cannot be returned for further investigation, the exact root cause could not be determined. However, another connection cable for disposables (hls cable) with a similar failure was investigated by getinge life cycle engineering (lce) on 2022-11-02. The error could be reproduced as described and the nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which originated from external force. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Further, in the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The device was manufactured on 2015-09-15. The review of the non-conformities has been performed on 2024-03-18 for the period of 2015-09-15 to 2024-03-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "hls cable failed (wrong arterial pressure reading)" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there was a pressure reading problem due to the hls cable. No harm to any person has been reported. Complaint ID: (B)(4).